Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted the patient had a long posterior leaflet and multiple clefts. One clip was successfully implanted, reducing mr to a grade of 1. The following day, echocardiography showed the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of patient anatomy. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the reported slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.